Manufacturer narrative:
(B)(4) concomitant devices: item number: 00-0903-2526 3.5mm screw, lot number:178044-j; item number: 00-0903-2526 3.5mm screw, lot number: 178044-j; item number: 00-0903-2520 3.5mm screw, lot number: 183989-j. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2019-00056, 3006460162-2019-00057, and 3006460162-2019-00058.

Event description:
It has been reported that during the placement of a plate construct to correct a humerus fracture, a screw fractured during removal. The surgeon was attempting to remove the screw as it was determined to be too long. The construct was removed in attempt to remove the fractured screw. Three additional screws fractured during the removal. A delay of one hour was noted. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.